Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Batch # ni.

Event description:
It was reported that during a robotic assisted laparoscopic sleeve procedure, the patient side staple line showed signs of unformed staples. It was the first firing near the pyloric antrum and it showed goal-post staples, approximately two. Clip applier and cautery were used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m52n0f. The analysis results showed that one gst60t cartridge reload was received. The reload was received in good visual conditions and fully fired. No further functional test could be performed due to the condition of the reload. The reported malformed staples event could not be confirmed as no further functional testing could be performed. The batch record was reviewed and no anomalies were noted during the manufacturing process.